Event description:
It was reported that the pump segment of the tubing of a light sensitive drug set leaked. This occurred four hours after the start of infusion of parenteral nutrition. The device was being used with an unknown infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation; however, a retained sample was visually checked and no leak was detected. Simulated use testing was performed and no leak was noticed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.